Event description:
On (B)(6) 2014, it was reported that the display on the patient's infusion device was damaged in a way that affected the values being displayed. No adverse event was reported. The infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
The event occurred in (B)(6).